Manufacturer narrative:
The bur subject to this MDR had not been returned to MFR for evaluation. A full documentation review was carried out, no issues were identified which may have contributed to this alleged event. The root cause is undetermined.

Event description:
It was reported that during a hip revision surgery that the bur broke at the mount. It was also reported that the broken piece was removed and the surgeon had no concerns about any pieces being left behind. It was further reported that another bur was readily available and the procedure was completed successfully.